Event description:
It is reported by the field nurses the clamp that allows the sampling does not seal the tube completely.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported the event happened with five (5) products. It was necessary to change the urine filters on the device. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. This complaint involves two (2) different issues with five (5) devices; therefore, additional nine (9) cases are associated with this product; therefore nine separate FDA form 3500 a have been generated to address the other cases.